Event description:
Note: this report pertains to one of three devices used during the same procedure. Associated MFR report #3005099803-2014-03534 and #3005099803-2014-03537 pertains to the other devices. It was reported to boston scientific corporation that a capio slim was used during an anterior repair with xenform procedure performed on (B)(6) 2014. According to the complainant, during procedure, when the physician deployed the needle carrier and after passing it through the ligament, it failed to retract. They tried two additional capio devices, however, both devices still failed to retract. The procedure was completed with a fourth capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Analysis of the returned capio slim device confirmed that the device didn't have any damages. The carrier was actuated three times, it extends and retracts, within specifications. Therefore the most probable root cause is not confirmed since the complaint included a returned device review which showed no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The complaint was not confirmed. The device did not show any evidence of either the alleged issue or any defect which could have contributed to the event.